Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. Reportedly, the pump and the transmitter were not in range of each other. The customer experienced nausea and a blood glucose level that was reported between 460-470 mg/dl reportedly, the customer was able to regain connection after bringing tx and pump within range, and continued to use pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.